Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation. There in no other information available.

Event description:
It was reported via legal documents that a patient was had an initial right knee arthroplasty on (B)(6) 2014 and then approximately 8 years, 8 months later experienced a surgical revision on (B)(6) 2022. Revision operative report of (B)(6) 2022: failed right total knee replacement secondary to wear of the articular bearing surface. Patient was revised to a truliant device. Findings: 66 yo male presented after having the right total knee in 2016 with pain and activity dependent swelling of the right knee. He had very large synovial effusion with obvious synovial expansion on physical exam. X-ray showed a well-fixed component, but a large synovial fluid accumulation. At surgery, they found clear synovial fluid and very, very significant synovial expansion with a foreign body type reaction appearance to the synovial tissues. The femoral component and tibial components were well fixed. The tibial polyethylene insert showed signs of severe wear with gross pitting and abrasive type loss of tissue and substance from the articular surface with significant backside wear as well. The patient was taken to the recovery room in stable condition; there were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.